Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2012. After this date there are multiple events on the same day which would indicate the device was switching itself on automatically. There is also a recorded temperature of 55 degrees c on which day the device failed a temperature test. The device was disassembled and revealed a discoloration of the membrane and corrosion on the screws indicating the device was being kept in an inadequate location. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected, could result in the battery becoming depleted.